Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin continued to deliver through the infusion set tubing after the load fill tubing sequence was stopped. Subsequently, the customer¿s blood glucose (bg) level lowered to 22 mg/dl. Customer required assistance addressing bg level with carbohydrates. Reportedly, the customer reverted to manual injections for insulin therapy.